Manufacturer narrative:
No service performed. The fse still not completed repair on this unit. The factory engineer recommended replacement of the power management board and motor controller board at the same time.

Event description:
The customer reported that the ventilator alarmed due to a 12 volt supply failure. The customer reported there was no patient involvement. The customer has replaced the power supply and the issue continues. The customer already replaced the pm board and still have the 12 volt supply failed. The manufacturer service technician is working with the customer to resolve the issue. The factory electrical engineer recommended replacing the pm board and motor controller board at the same time. A 12 volt supply failure may result in a vent inop condition during normal ventilation mode operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Event description:
The customer did not provide approval for service therefore no manufacturers servivce was provided as initially requested.

Manufacturer narrative:
Supplemental report.no approval for service h3 other text : no customer approval for service.